Event description:
Laser advertised as hair removal device with "lasting results." Rptr purchased three treatments (to remove facial hair) which were performed by physician/staff. Treatment consisted of waxing followed by use of laser. All hair grew back within 4 weeks after each treatment.